Event description:
It was reported that during an open gastrectomy, there was a difficulty in removing the device when the device was used to anastomose between the stomach and the jejunum (rou-en-y anastomosis). The firing handle was grasped again and the device was removed. However, half staples were not deployed, so the target tissue was anastomosed again by hands. There were no adverse consequences to the patient. As of three days after the surgery, there was no leak and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically?---open. What device was used for the proximal and distal transaction? What color reload?---we have no detailed information. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) ---we have no detailed information. How was the purse string placed, by hand or with an assist device? ---we have no detailed information. Was the spike of the trocar inserted lateral or through the staple line? ---we have no detailed information. What confirmation did the surgeon receive that the anvil was firmly attached? --- by the attached sound. When the device was fired, where was the indicator within the green zone/gap setting scale? ---we have no detailed information. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? --- the washer's crunch and the feel when the trigger grasped completely. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? ---no. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---we have no detailed information. Did the operation change significantly as a result of the device issue? ---no. What is the patients age and sex? ---we have no detailed information. Did a hcp other than the primary surgeon fire the instrument? ---no. Was there a recent conversion to ees devices in this account or with this surgeon?no.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that to remove the device after a complete firing stroke, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.